Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, rupture was received on dec 10, 2025 with lot number 2262977. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "the implant was associated with capsular contracture baker grade unknown", "implant rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported "the implant was associated with capsular contracture baker grade unknown", "implant rupture". This record is for the right side. Device was explanted and replaced.